Event description:
The patient reportedly experienced skin irrigation at the implant site with a scab. The patient had a superficial wound and was prescribed bactroban, elocan, and augmentin. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.